Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported the patient could not turn stimulation off for several hours. The patient tried several times and tried several ways, but could not turn stimulation off. The patient also complained about stimulation not covering the posterior of her right thigh. Environmental/external/patient factors that may have led or contributed to the issue included the patient seeming to not be very skilled at turning stimulation off and on. When instructed to turn stimulation off, the patient pushed the patient programmer (pp) power button on the front, then pressed the on button several times before pressing the off button on side. Diagnostics/troubleshooting performed included an impedance check which showed that all impedances were within normal limits. The rep noted that stimulation turned off while she was present. The patient noted that she could not lie down because she felt stimulation when it should be turned off. The rep had the patient turn stimulation off and then lie down and she did not feel stimulation. The patient noted that it took a while before the tingling started, which led the rep to believe that it was not a stimulation issue, but rather a nerve issue. Interventions/actions taken to resolve the issue included the rep reprogramming the patient and educating the patient on the pp and turning stimulation off. It was unknown if the issue was resolved at the time of the report. The patient's status at the time of the report was "alive with no injury." No surgical intervention had occurred and was not planned at the time of the report. Additional information received from the rep reported that she attempted to reprogram stimulation and was able to get slight stimulation in the posterior area. The rep noted that it was possible that the lead placement tested well intra-operation, but that it could not get the posterior post-operation. The rep was unsure if the patient was feeling residual stimulation after turning the stimulator off. It looked like the patient was not turning the stimulator off and on very comfortably so the rep noted that it could have been patient education. The rep noted that she educated the patient extensively.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient had met with a rep. The cause of the stimulation not covering the posterior or anterior leg was unknown. The patient reported a residual tingling after the ins was turned off in the same areas they felt the stimulation when the ins was on. The cause is unknown. The cause of the tingling was unknown. The circumstances that led to the por was that the patient stopped charging the device. No troubleshooting was done about the tingling as this was the first time the patient had mentioned it. The rep attempted to reprogram the patient to get posterior leg coverage, but was unsuccessful. The patient was given a hd program to try and was not able to be reached out to inform the rep of the status.

Event description:
Additional information was received about the patient via the managing rep. The patient reported that she has not recharged her battery since (B)(6) 2016. She continues to have pain in her posterior leg, but is now also having pain in her anterior leg. She reports she is only feeling stimulation in her anterior leg. The patient reports that she has not used her stimulator for a while, because it did not appear to be helping her pain. She states that she feels it has not appeared to help her pain since the implant. She reports greater than 50% pain relief during the trial. Impedance testing was normal. The rep was able to perform a prm and por successfully. A reprogram was attempted without success in hitting her painful areas, and the rep eft her with a new hd group. The patient was instructed to recharge regularly for the next week and if the battery is holding a charge, then she should try switching to the hd group and see if it gives her pain relief. The patient is expected to follow up in 2 weeks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.